Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose and a respiratory infection. Customer stated she changed the infusion set and noticed the needle was bent and three hours later, her blood glucose was still rising. Customer had trouble breathing and experienced high blood glucose symptoms of lethargy and vomiting. There was a second hospitalization on (B)(6), 2014, when the customer got the stomach flu, and again experienced trouble breathing and was admitted for diabetic ketoacidosis with a blood glucose of 854 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. Customer did not have tubing clamp to perform high pressure test. It was advised to change entire set, reservoir, and insulin. Nothing further reported.